Manufacturer narrative:
H10: per additional information, insufficient reprocessing was conducted at the user facility. The customer didn't reprocess the device before it was sent to olympus. The technician believes the foreign material was piece of foam (white). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause of the subject device being returned to olympus without conducting or completing reprocessing at the user facility. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: -inspection of the air-feeding function -inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the water not coming out of the scope properly. It¿s more of a drip than a stream. The event occurred during preparation for use. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle had a clog. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a clog found within the nozzle. Additionally, the scope connector had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.